Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Date implanted - unknown. PMA/510(k) number. Manufacture date ¿ unknown. This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2014-01643 / 01645 & 02633).

Manufacturer narrative:
This follow-up report is being filed to relay correct information. The revision procedure due to a fractured femur was not implant related. The MDR was created in error.

Event description:
It was reported patient underwent a hip revision procedure on (B)(6) 2014 due to a bone fracture. During the procedure, the locking screw stripped while the proximal body was assembled to the stem. Surgeon attempted to utilize another screw but the screw stripped. Subsequently, a screw removal tool fractured during the procedure. A new stem and proximal body were utilized to complete the procedure. A delay over 30 minutes occurred.

Event description:
It was reported patient underwent a hip revision procedure on (B)(6) 2014 due to a femur fracture not implant related. During the procedure, the locking screw would not engage and stripped while the proximal body was assembled to the stem. Subsequently, a competitor screw removal tool fractured during the procedure. Surgeon successfully engaged the initial locking screw in place and a new stem and proximal body were utilized to complete the procedure. A delay over 30 minutes occurred.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2012. Subsequently, patient was revised on (B)(6) 2014 due to a femur fracture not implant related. During the procedure, the locking screw would not engage and stripped while the proximal body was assembled to the stem. Subsequently, a competitor screw removal tool fractured during the procedure. Surgeon successfully engaged the initial locking screw in place and a new stem and proximal body were utilized to complete the procedure. A delay over 30 minutes occurred.

Manufacturer narrative:
The returned product was evaluated and was found to have been manufactured within specifications. Dimensional analysis could not be performed as the screw had a broken screw removal tool from a different manufacturer in the screw head. Removal of screw with this technique is off market. The screw head was stripped and had a broken removal tip. Like product from shelf was tested with no issues threading the screw in and out.